Manufacturer narrative:
Type 2 diabetic reported an event of severe hypoglycemia on (B)(6) 2017 which required treatment at the emergency department. On the date of the event the patient had a calcium scoring test done. She was wearing the v-go under her clothes at the time of the test and it was not removed. Afterwards, she walked to a restaurant with her brother, and said she could not read the menu. Hhe took her blood sugar and it was 35 mg/dl. He took her back to the ER of the hospital. Her bg at the emergency department as 25 mg/dl. She has a memory gap around this incident. The last thing she remembered was having the calcium scoring test. She woke up in the ER with an IV attached to her giving her glucose to bring the blood sugar back up. She was in the hospital for approximately three hours. She was discharged to home after her bg reached an acceptable level. She did not recall the measurement. The patient believes that wearing the v-go during the calcium scoring test caused a device malfunction. She stated that she believes it caused the insulin to "surge". The patient did not keep the device in question. The lot # and expiration date is not available. No root cause can be determined based upon the information provided.

Event description:
Type 2 diabetic reported an event of severe hypoglycemia on (B)(6) 2017 which required treatment at the emergency department. On the date of the event the patient had a calcium scoring test done. She was wearing the v-go under her clothes at the time of the test and it was not removed. Afterwards, she walked to a restaurant with her brother, and said she could not read the menu. Hhe took her blood sugar and it was 35 mg/dl. He took her back to the ER of the hospital. Her bg at the emergency department as 25 mg/dl. She has a memory gap around this incident. The last thing she remembered was having the calcium scoring test. She woke up in the ER with an IV attached to her giving her glucose to bring the blood sugar back up. She was in the hospital for approximately three hours. She was discharged to home after her bg reached an acceptable level. She did not recall the measurement. The patient believes that wearing the v-go during the calcium scoring test caused a device malfunction. She stated that she believes it caused the insulin to "surge". The patient did not keep the device in question. The lot # and expiration date is not available.